Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model:3186 , UDI:(B)(4) , serial:(B)(4) , batch:(B)(4).

Event description:
It was reported that the patient experienced loss of therapy. As a result, surgical intervention was undertaken wherein the lead was revised on (B)(6) 2022 to address the issue. It is unknown which lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.